Event description:
It was reported that during a case on (B)(6) 2019 the doctor leaned in slightly while reaming and the device broke. The surgery time was extended by an hour and a half requiring additional anesthesia to keep the patient stable.